Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient saw their urologist for x-rays due to their neurostimulator (ins) causing a constant ache since implantation. The physician reported that the patient's ins looked intact and should not be causing discomfort. The ache and pain was located at the ins site of the upper right buttock. The physician is unsure what caused/contributed to the patient's pain. The patient has been taking tylenol for the pain and physician prescribed the patient with tramadol for the discomfort. The implant is helping with their bladder symptoms since turning it back on. The patient has an active uti and will call back if their bladder symptoms do not improve with antibiotic treatment. They went to see their orthopedic physician to see why they are having the discomfort. Several x-rays were taken which did not show an orthopedic cause for discomfort. The patient will reach out to the physician again if they feel they need a revision in the future. The physician does not believe the device or procedure caused or contributed to the patient complication. The therapy support specialist (tss) sent in an update stating the patient's urologist and orthopedic physician are unsure of source of the pain even after an assessment and x-rays. All looked normal. The patient is leaking often during the day and has now transitioned to diapers. Their uti has cleared up and they are currently on p1 l6. A 2-week stim holiday has been started and the patient will be turned back on to p1. The patient's pain and symptoms will be assessed while the stim is off.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. Correction to impact codes (h6).

Event description:
It was reported that the patient saw their urologist for x-rays due to their neurostimulator (ins) causing a constant ache since implantation. The physician reported that the patient's ins looked intact and should not be causing discomfort. The ache and pain was located at the ins site of the upper right buttock. The physician is unsure what caused/contributed to the patient's pain. The patient has been taking tylenol for the pain and physician prescribed the patient with tramadol for the discomfort. The implant is helping with their bladder symptoms since turning it back on. The patient has an active uti and will call back if their bladder symptoms do not improve with antibiotic treatment. They went to see their orthopedic physician to see why they are having the discomfort. Several x-rays were taken which did not show an orthopedic cause for discomfort. The patient will reach out to the physician again if they feel they need a revision in the future. The physician does not believe the device or procedure caused or contributed to the patient complication. The therapy support specialist (tss) sent in an update stating the patient's urologist and orthopedic physician are unsure of source of the pain even after an assessment and x-rays. All looked normal. The patient is leaking often during the day and has now transitioned to diapers. Their uti has cleared up and they are currently on p1 l6. A 2-week stim holiday has been started and the patient will be turned back on to p1. The patient's pain and symptoms will be assessed while the stim is off.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient saw their urologist for x-rays due to their neurostimulator (ins) causing a constant ache since implantation. The physician reported that the patient's ins looked intact and should not be causing discomfort. The ache and pain was located at the ins site of the upper right buttock. The physician is unsure what caused/contributed to the patient's pain. The patient has been taking tylenol for the pain and physician prescribed the patient with tramadol for the discomfort. The implant is helping with their bladder symptoms since turning it back on. The patient has an active uti and will call back if their bladder symptoms do not improve with antibiotic treatment. They went to see their orthopedic physician to see why they are having the discomfort. Several x-rays were taken which did not show an orthopedic cause for discomfort. The patient will reach out to the physician again if they feel they need a revision in the future. The physician does not believe the device or procedure caused or contributed to the patient complication. The therapy support specialist (tss) sent in an update stating the patient's urologist and orthopedic physician are unsure of source of the pain even after an assessment and x-rays. All looked normal. The patient is leaking often during the day and has now transitioned to diapers. Their uti has cleared up and they are currently on p1 l6. A 2-week stim holiday has been started and the patient will be turned back on to p1. The patient's pain and symptoms will be assessed while the stim is off.